Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. In gen information tab: 510 k was corrected. Box d: product brand name, model number, catalog item identifier, serial number, product UDI was corrected. Box h: manufacture date, remedial action init, recall (z) number was corrected. The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of dry nose, mouth, bloody nose. There was no report of serious injury or harm.

Manufacturer narrative:
The manufacturer received new device information updated to the ds2 device, which is not affected by the uno recall. First MDR report was not needed as the device is not affected by uno recall.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal/throat irritation soreness, nosebleed. There was no report of serious injury or harm. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed unknown white and black dust-like contamination, evidence of liquid ingress with potential mineral deposits on the water tank lid, water tank seal, water tank, top enclosure, heater plate, inlet/outlet seal, ui display bezel, center enclosure, and iso port. The pca was observed to have unknown corrosion to it and potential water spots with mineral deposits. Dust-like contaminant was observed on the blower, blower seal, bottom enclosure, and inside the inlet of the blower box. Potential water spots with mineral deposits were observed on the bottom enclosure. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Product UDI (rfb), evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to dry mouth, dry nose and bloody nose. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.